Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot : n/a, version: (B)(4). The logs and archive were returned for software analysis. The analysis determine that there was an unexpected exit or unresponsiveness by the software causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used in a sacroiliac and thoracolumbar procedure. It was reported that they had taken a 3d spin and when he was looking at the orthogonal views in acquire images, the system went to the ubuntu desktop (as if the application became minimzed) and could see the "applications" and "places" task bar in the top left. He was clicking to see if he could restore the application and then got an error code 64. He did a reboot and was able to continue with the case. There was a delay of less than one hour and no patient impact or additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. It was shown that system performed as intended with no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was unknown. It was noted that a work order had been performed and the case was closed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.